Event description:
Related manufacturer report number: 3006705815-2022-13927. It was reported that the patients scs system was not providing effective therapy. As result, the patient was being implanted with a drg system. While implanting the drg leads the patient¿s scs leads were damaged causing the patient¿s scs system to be explanted.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.